Manufacturer narrative:
The device was returned for analysis. The reported ¿no bleed back from the marker lumen¿ was not confirmed. The reported ¿suture was visible outside the system and was loose¿ was confirmed as a loose link. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Reportedly, the physician was not trained in the use of the proglide device. It should be noted that the electronic proglide instructions for use states: this device should only be used by physicians (or allied healthcare professionals, authorized by, or under the direction of, such physicians) who are trained in diagnostic and / or interventional catheterization procedures and who have been trained by an authorized representative of abbott vascular. Prior to use, the operator must review the instructions for use and be familiar with the deployment techniques associated with the use of this device. It is unknown if the lack of training contributed to the reported difficulty. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.n

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device after a percutaneous coronary interventional procedure using a 6f sheath. The physician is reportedly not trained in the use of the proglide device. Initial flushing of the marker lumen with saline prior to use was successful. Reportedly, there was no bleed back from the marker lumen of the proglide device after insertion. The proglide was not deployed and when the device was removed to verify, an issue with the suture was observed. The suture was visible outside the system and was loose. A new proglide was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.